Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Photos of the device have been provided to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter malfunctioned because of a deformity to both lumens. The device was removed and exchanged. No injury reported.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary: the sample returned was one photograph of an indwelling 23 cm dialysis catheter. The investigation is confirmed for (B)(4) - catheter kink as the permanent deformation and opaque discoloration are consistent with degradation due to chemical exposure. The root cause of the discoloration and deformation observed is most likely material degradation due to chemical exposure. The hemostar IFU posted to the bard website states, "acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin ointment) are the preferred alternative." Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. The hemostar IFU posted to the bard website states, "acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin ointment) are the preferred alternative."

Event description:
It was reported that the catheter malfunctioned because of a deformity to both lumens. The device was removed and exchanged. No injury reported.